Event description:
Event description guidant received information that this recently implanted implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited reproducible noise on the rate/sense electrogram. There is no noise on the shock channel. One inappropriate shock was delivered. The r-wave was has dimished in voltage from 11 mv to 3.6 mv. Pacing impedance measurements are normal. There has also been an increase in pacing threshold measurements.